Event description:
It was reported that the patient has been "feeling awful" since the pacemaker was implanted. Pacemaker syndrome was suspected as the patient was in sinus rhythm and was in vvi mode. The patient's blood pressure was taken with and without pacing and was noted to be higher without pacing. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.